Event description:
The haptic of the lens was found broken upon opening the lens carrier.

Manufacturer narrative:
Evaluation results: the lens was returned with a bent haptic. The cause of the damage cannot be determined.